Manufacturer narrative:
Result: cracked/damaged motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was cracked near the rear mounting holes. No patient involvement or adverse consequences were reported.